Manufacturer narrative:
(B)(4).

Event description:
Reportedly a treatment was discontinued due to an external fluid leak, originating from the end cap of the polyflux 140h dialyzer. No clinical symptoms or medical intervention was reported. No additional information is available.